Event description:
It was reported that the patient had been to the emergency room (ER) and diagnosed with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 520mg/dl while wearing the pod. Symptoms reported include not feeling well in general, polydipsia, dry mouth, tiredness, and nausea. The patient was treated with fast acting insulin, two intravenous fluids of 0.9% sodium chloride, lactated ringer's and antiemetics. The patient was released (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately increased the microbolus amounts as estimated glucose values increased to urgent high (greater than 400 mg/dl). One automated delivery restriction (adr) alert was generated on 19dec2025 at 04:23 due to the automated algorithm delivering the max microbolus amount for an extended period in response to increasing and high estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. The cloud data showed evidence that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume of each bolus after delivery of each bolus. No evidence of issues with insulin delivery was observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system bp2a.250605.031.a3.s931usqs7byj9. Cloud - hardware sm-s931u. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".